Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 540 mg/dl with a large level of ketones. The customer performed a system check. The cartridge and infusion set were functioning as expected and there was no damage to the cannula. The customer changed the infusion set site and insulin injections to address the bg level. Tandem technical support had the customer load a new cartridge and insulin delivery was observed exiting the tubing. The customer was to change the infusion set site and proceed with insulin delivery.